Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer was having this error code and wanted to know why when he changed the logic board. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer stated to me that he changed the logic board but he was still getting the error code 100.5010. I asked the customer did he try reflashing the 8015. The customer stated that the error code from the manual said to replace the logic board. So I asked the customer did he have rf cards. The customer stated no, I explain to the customer that he would need the rf cards to flash this unit. The customer said ok I give the customer the part number for some rf cards. I also explain to the customer that it would be about 90 minutes to flash the 8015 using the alaris system maintenance. The customer stated he would just order the rf cards and call back. The customer said thank you and ended the call.